Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the position sensor was faulty. A field service engineer (fse) replaced the drawer 6 position sensor, rebooted the unit, and ran diagnostics successfully with no errors. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two full size drawers experienced issues. In the first drawer, cubies did not open or respond; reconfigured cubies were loaded but errored out. In the second drawer, the cubie did not open, and the screen prompted to open the drawer for access despite it being fully open. The issue could not be recovered. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.